Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded episodes where inappropriate anti-tachycardia pacing (atp) and shocks were delivered due to atrial fibrillation with rapid ventricular response and/or dual arrhythmia. The patient was possibly getting an ablation as was not responding well to anti-arrhythmic. Some therapies don't convert, others do convert but patient goes back into arrhythmias, last shock doesn't convert but then slows down below rate cut off on their own. Other reprogramming options were discussed as the patient has a complicated heart history with ventricular tachycardia included. The ICD remains in service. No additional adverse patient effects were reported.